Event description:
In 2005, the physician implanted three gore tag thoracic endoprosthesis for the treatment of thoracic aortic aneurysm. The left subclavian artery was covered during the initial procedure. At the 12/2005 follow-up visit, the pt had developed left arm ischemia. A reintervention was performed involving a left carotid to subclavian bypass and a left brachial artery thrombetctomy. The procedures were successful in treating the arm ischemia.t he pt's status was stable following the procedure.